Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. As well, as that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.